Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2015-04800 / 04801 and 2016-01126 / 01127). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel a bilateral patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, the patient's left hip was revised on (B)(6) 2015 and the patient's right hip was revised on (B)(6) 2015 due to pain, loosening, wear, soft tissue damage, metallosis, elevated ion levels, and unspecified symptoms. In both revisions, the head and taper were removed and replaced. Legal counsel for the patient reported soft tissue damage and metallosis were noted during both revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted that during the left initial procedure on (B)(6) 2010, the patient's calcar cracked upon insertion of the stem. A cable was used to increase stability. It was further reported that patient underwent a left hip revision on (B)(6) 2010 due to unknown reasons. During the procedure, a hematoma was noted. The modular head, taper adaptor and acetabular cup were removed and replaced. Operative report further noted brown staining of periarticular tissues and mild burnishing of the trunnion, during the (B)(6) 2015 revision procedure. An active articulation bearing was implanted. Operative notes for the right hip revision on (B)(6) 2015 reports grinding, gray-brown staining of periarticular tissues, mild burnishing of the trunnion, and that synovectomy occurred. An active articulation bearing was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04800 / 04801).

Event description:
It was reported by the patient's legal counsel a bilateral patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, the patient's left hip was revised on (B)(6) 2015 and the patient's right hip was revised on (B)(6) 2015 due to pain, loosening, wear, soft tissue damage, metallosis, elevated ion levels, and unspecified symptoms. In both revisions, the head and taper were removed and replaced. Legal counsel for the patient reported soft tissue damage and metallosis were noted during both revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.